Event description:
It was reported that on (B)(6) 2021, a bolt and anti-rotation screw were placed. After few days the patient was complaining of hip pain. After looking at the x-rays, the device was perforated at the joint surface. At that time physician decided to revise the device to a shorter length. Patient was brought back in for revision surgery to replace long bolt and screw. This report is for one (1) antirotation scr fem neck 90 lnth -s. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.